Event description:
It was reported that no ultrasonic image was displayed on the monitor during use. There was no patient or user injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported image issue. The exact cause of the reported phenomenon cannot be conclusively determined at this time. The investigation is ongoing, and if new information becomes available later, this report will be supplemented accordingly.

Manufacturer narrative:
Corrected fields: h10 (device evaluation: customer¿s allegation was not confirmed). E1 (added title of mr.) Updated fields: b3, b5 and h10 (updated/completed device evaluation). This supplemental report is submitted to provide additional malfunction identified in the device evaluation, the results of the legal manufacturer¿s investigation, device history record (DHR) review. Additional information from the reporter and applicable corrections. The device evaluation was completed and it was determined that the customer¿s allegation was not confirmed. Additional malfunctions were also identified. The adhesive on the rubber of the bending section was peeling, chipping and cracked. Paint on the air/water cylinder was peeling off. There was dirt on the insertion part of the serpentine tube and was difficult to remove. The play on the angle knob was out of specification and the bending angle had an insufficient bending angle as the angle wire was elongated/extended. Scratches were found on the insertion part of the serpentine and the up/down knob was not securely fixed as wear was present on the up/down fixing lever. The review of the DHR did not find any abnormalities or anomalies identified during production. The investigation could not determine the cause of the reported malfunction as it was not confirmed. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus during preparation for use, no ultrasonic image was displayed on the evis lucera ultrasound gastrovideoscope. There were no reports of patient harm associated with this event.